Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the error code e315 (image condition fail error code) was that fluid invaded the scope connector while the user was handling the subject device. The fluid invasion caused abnormality of electronic component. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error code e315 image condition fail error code. The unit contained several other forms of wear and tear throughout. Those include but were not limited to, light cover glasses adhesive fail worn, optical cover glass adhesive fail worn, distal end adhesive fail lifting, insertion tube/bending section cover or distal sheath fail adhesive lifting, control body - aspiration housing fail, colored ring worn, control body air/water housing fail, switch condition fail leaking, suction connector - water leakage fail water ingress, plug body connection fail unable to connect, up/down/right angle fail not to specification, up/down/left/right angle play fail minor play evident, water removal fail not to specification, automated air leak test fail leaking. The plug body was dismantled, and the moisture indicator had been triggered as it was pink. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the colonovideoscope was leaking. The issue occurred during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error code e315 (image condition fail error code), an unsupported scope was evident during the inspection. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.